Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.6 cm on the posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 26, 2025, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with saline mentor smooth round moderate profile breast implants experienced bilateral deflation post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal. This report is for the left breast prosthesis.

Manufacturer narrative:
On aug 28, 2025, it was discovered the returned devices were related to a separate complaint file. The impacted products for this complaint have not been returned. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 21, 2025, additional information was received indicating the device received on aug 14, 2025, were the impacted products related to this complaint. The device lot number has been updated to 5682847. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).